Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and pump is alarming no delivery. The customer's blood glucose was 584mg/dl, treated with pump. The customer's stated they feel down the stairs and broke a wrist; paramedics transported them to the hospital. The customer's blood glucose was 82mg/dl. The customer passed out and fell down the stairs. They checked customer's heart and kept in hospital.